Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis revealed a bend in the distal part of the lead. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that this damage was due to applied forces during the surgery. However, a thorough root cause analysis of the lead did not show any deviations which might have led to the reported dislodgement. During the mechanical analysis a stylet designed for use with this lead could be fully and properly inserted into the lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 5 days, it was reported that the lead dislodged. After the explantation procedure, the physician observed a lead damage.